Manufacturer narrative:
The investigation into the thrombus issue has been completed since the initial report was submitted. The product was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to systolic function to be severely reduced with a dilated heart. While on support, there was a large apical clot found. The plan was to switch to bival.